Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. The receiver download shows no issues in log. The problem confirmed is undetermined because the transmitter has no share log data available. The reported event of a failed transmitter error was undetermined. The root cause could not be determined.